Event description:
The caller stated that it was reported that a cuff lost pressure. The trach would stay up for about 2 hours and then the cuff would slowly go down. He stated for this report, the patient did have to be recannulated while at home, but he does not have any information on who performed the recannulation. He stated that the patient has been trached and on a ventilator for 5 years. He stated that the pressure loss was determined when the ventilator alarm went off. This occurred after a couple of hours of use.

Manufacturer narrative:
The history record for the lot number provided will be reviewed. If the sample is returned a failure investigation will be performed. No analysis or conclusions can be made without the device.